Event description:
Needle broke off in skin, blood pressure elevated (medical device complication). Blood pressure elevated (blood pressure increased). Case description: this spontaneous report, rec'd and reported by a consumer as "needle broke off in skin, blood pressure elevated", concerns a pt treated with novofine (30g) for insulin therapy. In 2007, while the pt injected novolin 30r at 7 am, the needle snapped off at the base leaving the needle in the stomach skin. Immediate x-ray showed a high density image, but no needle was found, when the surgeon tried to remove the needle. Another x-ray examination and computerized tomogram (CT scan) was performed and no indication of a needle present. This event made the pt very anxious and caused his blood pressure elevated to 200/120mmhg. The pt's normal blood pressure is 150/60mmhg. The event stopped the following month, and the overall outcome is reported as "not yet recovered". Reporter's causality: unk. Novo nordisk causality: reportable. It is reported that no further info can be obtained from the attending dr. Comment: co comment: it seems reasonable to assume that the increase in blood pressure that this pt suffered may be related to the stress the pt experienced. However, it should be noted that the pt's normal blood pressure is high.